Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis as well as high blood glucose on (B)(6) 2018 with blood glucose of 587 mg/dl. The customer was in the emergency room. The customer experienced the symptoms such as dizzy and nauseated. The insulin pump will not be returned for analysis.